Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket erosion. A pocket revision was performed to rectify erosion. The patient had no symptoms before or after the procedure, and the device is working well.